Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient was in the emergency room due to nausea and headache even when the stimulation was turned off. It was determined that there was a cerebrospinal fluid (csf) leak. The physician suspected that the symptoms were either related to the procedure or the antibiotics that was given to prevent infection. The patient was given a blood patch; the antibiotics were tapered down and the patient was doing well.